Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
It was reported that a patient underwent a sling procedure approximately ten years ago. On an unknown date, the patient experienced mesh tape eroding in to bladder/rectum. No further information is available.

Event description:
The pt underwent the surgery with g3 nail, about 2 years ago. In 2009, the pt felt pain in her leg, however, the surgeon did not confirm breakage of g3 nail. Three months later, the surgeon found that the nail and pt's bone were broken. The following day, pt was revised with another g3 long nail.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.